Event description:
On (B)(6) 2016, information was received from a consumer and a company representative regarding a (B)(6) year-old, female patient who was receiving dilaudid, bupivacaine and an unknown drug (doses and concentrations unknown) via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient experienced overdose. Her pump was "leaking and was going haywire." The company representative was there to help assist, and saw "the mediations leaking out of her stomach." On (B)(6) 2016, the patient's device system was replaced and the situation resolved. It was later reported that the company representative heard from the physician that it was not a pump or catheter issue. From what the company representative knew, the patient was leaking fluid but it was not medication. The pump was replaced anyway since it was about 6 years out from her last pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.